Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results than readings from a healthcare professional's meter while in the hospital. The customer noted a diagonal downwards trend arrow indicating glucose is falling between 1 and 2 mg/dl per minute. An hcp meter reading of 27 mmol/l was obtained, while the adc device showed 2.90 mmol/l. The results plotted on a parkes error grid fell into the d zone, showing the difference in values was clinically significant. The sensor was worn for 4 days. The customer was provided insulin (dose/type unknown) by the healthcare provider and managed to self-inject. There was no report of death or permanent impairment associated with this event.